Event description:
It is reported that the pt was revised for dislocation.

Manufacturer narrative:
Evaluation summary: dislocation can be associated with a number of mechanisms: unsatisfactory placement of the components parts (shell, stem, or liner). This may lead to impingement (levering) at various interfaces: neck/liner, shell/bone, and/or neck/shell which may lead to dislocation. Extent of component stability. If components that were not matched for the pt requirements are used (i.e. Improper offset, femoral head size), this may increase the instability of the joint, which may lead to dislocation. Extent of soft tissue tension. Inadequate soft tissue tension and/or poor functional muscles around the hip may not be able to provide functional support to the joint, which may contribute to dislocation. Pt behavior. The pt has a bmi of 34.9, which is considered obese. In general, pt factors that may affect the performance of the components are age, height/weight, bone quality, activity level or type of activity (low impact vs. High impact), and adherence to rehabilitation protocol. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records for the liner did not find any deviations or anomalies. Review of the device history records was not possible for the head as the lot number required for retrieval was not provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.